Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone via phone call that the act button need to press harder and more in order to respond. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had no delivery alarm, rejected new batteries and stripped battery cap. Customer reported that the insulin pump had multiple scratches. The insulin pump will not be returned for analysis.